Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated (the emergency lamp indicator lit up), and also found that the cooling fan of the subject device had failure. Therefore, (B)(4) surmised that the reported phenomenon was caused by overheating of the subject device due to the failure of the cooling fan. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an urinary elytrotomy using the subject device used in combination with the visera s7 devices, approximately forty minutes after the start of the procedure, it was found that the emergency lamp of the subject device lit up instead of the examination lamp. The user completed the intended procedure using the subject device without more than fifteen minutes extension. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, omsc surmised that this phenomenon was attributed to the failure of the cooling fan. The exact cause of the cooling fan failure could not be conclusively determined. If additional information is received, this report will be supplemented.